Event description:
On (B)(6) 2012, a pt was placed under ecc for a surgical cardiac procedure. The involved vascular graft was used to connect the cannula to the carotid artery. It was reported that the graft was leaking. The surgery was ended with this graft and there was no reported injury. No info on the product serial number could be obtained from the hosp at the time of this report.

Manufacturer narrative:
No device eval was performed since the graft was not returned to the MFR. No review of the device history record was done since the product identifier was not provided. Please note that the device was not used in an approved indication. No conclusion can be drawn. A f/u report will be submitted within 30 days upon receipt of any relevant additional info.